Event description:
It was reported to boston scientific corporation that an endovive 80cm two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, the patient had complained of stomach pains. On (B)(6) 2012, it was discovered the j-tube caused a wound/sore at the wall of the duodenum. The tube was removed and medication was administered via the side tap of the catheter. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event j-tube caused wound/sore at the wall of the duodenum. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.